Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they had been doing great with the therapy and that they hadn't worn pads in a very long time however on (B)(6) 2024, they had foot surgery (bunion surgery) where they put a pin in their toe and since then, the therapy hasn't been helping their symptoms and that they weren't making it to the bathroom. The patient stated that yesterday ((B)(6) 2025) had been the worst day yet and that they must have used maybe 15 pads. The patient stated they had used every program since the surgery and they were still not making it to the bathroom. Patient services reviewed the role of patient services with the patient and redirected the patient to follow up with their managing health care provider to further address the issue and the patient stated that they already had an appointment with their healthcare provider (hcp) on (B)(6) but they didn't know if the healthcare provider would be able to give them a definitive answer about what was going on with their symptoms but that now they were wondering if something had happened to the system during the foot surgery. They stated they'd tried to call their managing healthcare provider's office but they never called them back. The patient also stated they were going to see the foot doctor today ((B)(6)2025). Patient services again redirected the patient follow up with their managing hcp for the device/therapy to discuss their concerns. Patient also reported that when they had the stimulator up to a "certain point" they would get sciatica. Patient services did not ask any other questions about this comment but reviewed stimulation considerations with the patient and reviewed with the patient to be sure that stimulation was only ever comfortable for them and not too high and redirected the patient to follow up with their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.